Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient reported via phone call that her insulin pump alarmed motor failure and no delivery. The patient's blood glucose at the time of incident was 450 mg/dl. The customer was unable to troubleshoot at the time of call. No products were returned or replaced.